Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the springs of the trigger were not working properly on the battery handpiece device. During the pre-repair diagnostics assessment, it was determined that the trigger / slider was blocked, jammed and was moving heavy. It was further determined that the device had a heavy noise and the magnet was broken. It was further determined that the device failed for check proper function of the triggers and for check of free moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.